Manufacturer narrative:
Updated section b5. Corrected data: remove section d6a- implant date. Investigation is ongoing.

Event description:
As reported by our affiliates in france through the retavi registry, an 83-year-old patient with nyha class iii and dyspnea who had previously received a 23 mm sapien 3 valve in the aortic position, underwent a valve-in-valve transcatheter aortic valve replacement via transfemoral access, 4 years and 4 months after the initial implantation. The procedure was indicated due to stenosis and structural valve deterioration (svd stage 3) of the original edwards sapien 3 valve. A new non-edwards valve was implanted within the existing transcatheter heart valve. A surgical reintervention with cardiopulmonary resuscitation (acr) was required during the procedure, necessitating intubation. Post-procedure, the patient experienced a transient third-degree atrioventricular block (av block), which required the placement of a temporary pacemaker lead. The lead was removed on day 2 following favorable progress. The patient also presented with dysarthria, which showed progressive recovery without any lasting effects. The patient was hospitalized in the cardiac intensive care unit. At 3-month follow-up, the evolution was favorable.

Manufacturer narrative:
Updated section h6- type of investigation, findings, and conclusions. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for valve degeneration has been confirmed based on the information available to date. Any updates or additional findings will be submitted in accordance with FDA reporting requirements. As no lot number was obtained review of the DHR, lot history or complaint history could not be reviewed, and no manufacturing non-conformance was reported. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instructions for use (IFU), structural valve degeneration (svd) is a potential risk associated with bioprosthetic heart valves. Svd may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, leaflet retraction or thickened leaflet. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. In this case, it was reported that the patient has a medical history of diabetes, which is a well-known comorbidity for leaflet calcification potentially leading to valve degeneration/ stenosis. As such, available information suggests patient factors (diabetes) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by our affiliates in france through the retavi registry, an 83-year-old patient with nyha class iii and dyspnea who had previously received a 23 mm sapien 3 valve in the aortic position, underwent a valve-in-valve transcatheter aortic valve replacement via transfemoral access, 4 years and 6 months after the initial implantation. The procedure was indicated due to stenosis and structural valve deterioration (svd stage 3) of the original edwards sapien 3 valve. A new non-edwards valve was implanted within the existing transcatheter heart valve.

Manufacturer narrative:
Investigation is ongoing.